Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported material deformation could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report lock line deformation it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3. One mitraclip was successfully implanted without issues. To further reduce mr, an additional mitraclip was inserted and successfully grasped both leaflets. During deployment of the clip, the physician removed the lock lever cap and noticed that the two ends of the lock line were knotted together. The physician cut both ends of the lock line and the lock line was removed without issues. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.